Event description:
On (B)(6) 2010, patient reported the piston rod sometimes sticks at this bottom of the cartridge compartment during the change of cartridge process. Patient stated when this issue occurs; the piston rod will stop at the bottom of the cartridge compartment and not come back up slightly like it normally does. He reported there is an odd vibration noise like it is trying to move but cannot. Patient stated the infusion device displays an e10 (cartridge error) alert when this occurs. According to the alarm history, the last occurrence was on (B)(6) 2010. Patient reported he replaced the battery each time this happens, but the issue still occurs. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.